Manufacturer narrative:
The agent reported patient was dislocating. Male 56. Complaint has been evaluated and is similar to report number 1644408-2023-00398; 942-01-36e, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation.